Event description:
The clavicle pin tap did not advance into the bone. Clavicle pin was used as a tap and broke extending the surgery time by approximately one hr. Pieces were removed from the canal.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided info states the tap was dull so the pin was used as a tap. A search of the complaint database found no prior reports for the clavicle pin part and lot number combination. Provided info states the parts are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.